Event description:
A tandem mobi cartridge alarm was reported by the caller while the pump was in operation. There was no reported adverse impact to the customer's blood glucose level as the caller declined to provide specific values. The customer reset the pump and resumed insulin therapy.